Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. Father is calling on behalf of the customer. The customer is concerned with results obtained of 253mg/dl (fasting staus not disclosed). The expected fasting blood glucose test result range is unknown. The customer feels well and did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. No details of the medical attention were provided. The product storage location is undisclosed. During the call on (B)(6) 2018, back to back test was not performed. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is unknown. The meter memory was not reviewed for previous test result history. Customer called and states he is comparing another meter with his true metrix meter. Customer states true metrix meter is reading 30-40 points higher. Advised customer not to compare meters. Father states his son's glucose dropped from 253mg/dl, then to 87 and then to 43mg/dl non-fasting after administering 1/2 a unit of insulin due to high reading of 253mg/dl which was above 250 sliding scale regimen within 1 1/2-hour time frame. Father states they are trying to get his son's a1c below 7. Father sought medical attention for his son. Unknown how medical attention was sought. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.